Event description:
It was reported that approximately 6 days following the implant of a transcatheter aortic valve, the patient was re-hospitalized for a cerebral infarction. Additional information was received that a non-medtronic transcatheter valve implant was initially attempted but it was not possible for the system to pass through, therefore the medtronic system was used. Stroke symptoms presented 1-2 days after the valve implant procedure and required treatment. A surgical procedure was performed as a result of the stroke. Per the physician, the stroke was not related to the valve but was likely related to the 14 french non-medtronic sheath or the delivery catheter system (dcs). The patient's severe calcified stenosis of the lower limb arteries was a contributing factor to the stroke.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.